Event description:
A surgeon reported a system message was displayed during surgery and the system stopped working. The case was aborted and the eye was closed. Five subsequent procedures were also cancelled. The surgeon reported there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system, confirmed the reported event, and replaced the fluidics module to address the issue. Preventive maintenance was performed. The system was then tested and met all product specifications. No sample was returned for evaluation, therefore no steps could be taken to replicate the reported event. A review of the system's event log confirmed system message (sm) "infusion pressure surges detected - infusion/irrigation and extraction functions will be disabled" occurred 3 times on (B)(6) 2011. The user restarted the system, but the sm persisted. A review of complaints for (B)(6) did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).